Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt has a strain relief that is not connected. The account has elected not to reoperate since it looks like the metal portion of the strain relief is over the metal part of the outflow graft bend relief. This was found on the chest x-ray performed after the MFR communicated field safety correction action notice. 2916596-2/14/12-001-c.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.